Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as 250 mg/dl to "high" on cgm with high ketones that a health care professional considered dangerous. Ketones and elevated bg were addressed with a manual correction injection. The cause of elevated bg was unknown. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.